Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a backup alarm failed message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A quote was provided to the customer for a replacement cpu pcba board but the customer declined and is going to repair himself. No repairs were completed by the pse as the customer declined repair and decided to repair himself by replacing the cpu pcba board to resolve reported issue. The device passed required performance verification tests per philips standards.